Manufacturer narrative:
Institution phone number (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer reporting the touch screen on the v60 ventilator was not responsive. It is not known if the device was in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and was unable to duplicate the issue. The touch screen was fully responsive. The touch screen was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.